Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover battery compartment and restraint pin assembly were damaged. The battery partition was also missing. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message. A review of the platform's archive data was performed and found multiple occurrences of ua 41, thus confirming the reported complaint. The reported ua 41 was duplicated during functional testing. Based on the investigation, the temperature sensor needed to be replaced to remedy the observed ua 41. The other parts identified for replacement were the top cover, battery compartment, restraint pin assembly and installed battery partition to the board. In summary, the customer's reported complaint of the platform displaying a ua 41 message was confirmed through review of the platform's archive data and was replicated during investigation of the returned platform. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.